Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead capture threshold suddenly increased out of range, causing failure to capture. Additionally the lead impedance had decreased. The lead was capped and replaced, and the patient was in stable condition throughout.